Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the universal surgical manipulator (usm) 3 was moving opposite than the surgeon's movement. The surgeon explained the usm 1 was working properly. The staff had already verified the master tool manipulator (mtm) alignment with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to reseat the sterile adapter on usm 3. The customer reseated the instrument and the sterile adapter, and the issue was resolved. The customer was able to proceed, and procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to reseat the sterile adapter on universal surgical manipulator (usm) 3. The customer reseated the instrument and the sterile adapter, and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.